Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250mg/dl and the sensor glucose was 81mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform buffered glucose test solution test as the sensor is beyond its expiration date.